Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient notifier was delivered indicating capacitor charge time limit reached. Review of session records confirmed the charge time out. Device replacement is being considered. No further information is available.

Event description:
New information received notes an alert was delivered for capacitor charge time reached prior to implant. Patient will be monitored via routine follow up every four months.